Event description:
According to the surgeon, the endoclip 10mm applier was not functioning correctly during the lap chole procedure. Device and clips removed from field. No adverse effect to pt. Dr. (B)(6).